Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of an overdelivery. The device passed testing including delivery accuracy.

Event description:
Report received of an overdelivery. The customer contact reported that the device was programmed to deliver an unspecified "IV fluid" at a rate of 450ml/hr with a volume to be infused (vtbi) of 150ml. During a nursing shift change, it was noted the device display reportedly indicated 287ml had been delivered instead of the expected 150ml. Multiple unsuccessful attempts have been made to obtain additional information.